Event description:
It was reported via repair work order that the bed head left/right siderail would not unlock as the left/right siderail pull handle was missing. It was also reported that the power cord was sheathing with exposed electrical wires. It was further reported that the fowler was stuck elevated due to a bent fowler litter weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.